Event description:
It was reported that during an interventional procedure in the mid right coronary artery, the mini trek 1.2 x 6 device was advanced to the lesion without any resistance but ruptured on the first inflation of 4 atmospheres for 20 seconds. The device was removed from the patient anatomy without any reported resistance. A non-abbott balloon catheter was used to complete the procedure. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: conquest pro, stent: nobori 3.0x28. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a lot specific product deficiency. Based on the review, no product deficiency was identified.